Manufacturer narrative:
Visual review of the returned rod confirmed breakage. Damage and smearing were noted on fracture surfaces. No immediate adjacent p re-existing surface defects were identified that could contribute to crack propagation of fracture. Fracture surface examination of the fractured rods identified progressive striations or beach marks emanating through the cross section of the rods until subsequent mechanical failure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient underwent posterior lumbar interbody fusion with rods implantation at l4-5 due to lumbar spondylolisthesis. Post-operative, the rod breakage was reported broken near the center between l4 and l5. The patient reported low back pain as a result of this event. A revision surgery is planned for the replacement of the rod with the new ones.

Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 1476000500, 510k #k091974 and UDI #(B)(4) was cleared in the united states. Product image review: submitted images appear to display two rods broken.